Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was unable to close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was unable to close. A field service engineer (fse) replaced the latch, but the door did not recover and still required maintenance. The fse then replaced the tower door board and configured the tower, and customer was able to recover successfully. The fse logged into the hardware test application and ran a final test on the tower doors. The system functioned as intended after the field service engineer repaired the device.